Event description:
An implantable pulse generator (ipg) system was returned from a pacemaker clinic after the patient's death with no cause of death provided. The patient died approximately one month after the date of implant, three years ago. A cause of death was requested and not received.

Manufacturer narrative:
Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: the leads both 5076's have no visible serial numbers. They both were tested and no anomalies were found. (B)(4): the device was returned and analyzed and no anomalies were found. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.